Manufacturer narrative:
Mastergraft matrix, 10cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent posterolateral fusion at l5-s1 using 8cc rhbmp-2/acs due to stenosis. The estimated blood loss was 1000cc, the or time was 231 minutes, the length of the hospital stay was 72 hours. 1 month post-operatively the patient underwent irrigation and debridement of lumbar wound. The patient returned to work 101 days post-op. The patient was last seen 17 months post-operatively; no additional complications were reported.